Event description:
The catheter was placed 9/27/94 for infusions. The pt used the catheter at least once a day. The catheter had originally been placed in the central vena cava, but then migrated to the axillary vein. The pt developed phlebitis and the catheter was removed.